Event description:
It was reported that the procedure was to treat a perforation in the proximal left anterior descending (plad) artery with heavy calcification and heavy tortuosity. The 2.8x16mm graftmaster covered stent was attempted to be used but failed to cross the lesion. The use of the graftmaster did not cause or contribute to complications or adverse events. The perforation was sealed using another covered stent and the patient was sent for an urgent coronary artery bypass graft (CABG). There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.